Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they were seeing a message on the handset screen that the therapy has stopped and to contact their clinician when trying to connect to the implanted neurostimulator. The caller had not used the therapy since saturday (on (B)(6) 2024), when they first saw the message. Helped the caller power off/on the handset and try to connect again, but the same message came up. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The manufacturing representative (rep) was also contacted about the issue.